Manufacturer narrative:
Concomitant products: 4074-58 lead, implanted: (B)(6) 2009 product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory found no anomalies.

Event description:
It was reported that the patient experienced dizziness, discomfort and general weakness and presented to the hospital. A device interrogation indicated intermittent right ventricular (rv) lead capture and as a result, the implantable pulse generator (ipg) was pacing below the programmed rate.the physician performed manual testing of the rv lead, which showed a threshold increase and the physician then added that the ipg capture management did not adapt to the increase in threshold value. The ipg was explanted and replaced and the rv lead remains in-situ and was replaced. No further patient complications have been reported as a result of this event.